Event description:
It was reported that this right ventricular (rv) lead was exhibiting shock lead impedance high out of range. The lead was tested and based on the finding the device was reprogrammed to coil to can. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.